Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
After opening the package to access the device, the implant was found broken inside its sterile pouch. There was no patient injury or significant delay and the procedure was completed with another device.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
After opening the package to access the sleeve proximal centralizer, the instrument was found broken inside its sterile pouch. There was no patient injury or significant delay and the procedure was completed with another device.